Event description:
It was reported that the patient developed an infection and the implantable cardioverter defibrillator system was removed. Related manufacturer reference number: 2017865-2020-02099, 2017865-2020-02101.

Manufacturer narrative:
The reported event could not be traced to the lead. The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found only the middle portion of the lead was returned in one piece measuring 25.2 cm. External insulation abrasion breaching the ring electrode cable lumen was noted at 1.0 cm - 2.0 cm and 2.6 cm ¿ 2.7 cm from the cut end. The insulation abrasion damage noted was consistent with friction to the device can. The etfe cable coating was normal in these regions.